Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy (termination)') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (ess205) (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test patient did not undergo essure confirmation tests". The patient's medical history included multi gravida (total number of pregnancies: 5), parity 4 (total number of live births: 4) and blood pressure high. Concurrent conditions included stroke. Concomitant products included acetylsalicylic acid (asa) since (B)(6) 2006, alprazolam (alprazolam) since 2006, atorvastatin since (B)(6) 2018, clopidogrel bisulfate (plavix) since 2018, cholecalciferol (vitamin d3) since 2015, metoprolol since 2005, sertraline hydrochloride (zoloft) since 2006 and warfarin sodium (coumadin) (B)(6) 2005 to 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), myocardial infarction ("blood or heart disorder/condition type: heart attach"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("low back pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, fatigue, alopecia, myocardial infarction, nausea, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myocardial infarction, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Plaintiff currently not planning for essure removal. Concomitant drugs :- nitroglycerin, paroxetine. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs received:- reporter information was added. Lot no and new event added heart attack, nausea, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, back pain, device monitoring procedure not performed. Concomitant drugs and medical history was added. Pregnancy outcome updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and pregnancy with contraceptive device ('pregnancy (no complications)/ pregnancy (termination)') in a 42-year-old female patient who had essure (ess205) (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test patient did not undergo essure confirmation tests". The patient's medical history included multi gravida (total number of pregnancies: 5), parity 4 (total number of live births: 4) and blood pressure high. Concurrent conditions included stroke. Concomitant products included acetylsalicylic acid (asa) since (B)(6) 2006, alprazolam (alprozolam) since 2006, atorvastatin since (B)(6) 2018, clopidogrel bisulfate (plavix) since 2018, colecalciferol (vitamin d3) since 2015, metoprolol since 2005, sertraline hydrochloride (zoloft) since 2006 and warfarin sodium (coumadin) (B)(6) 2005 to 2007. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"), vaginal infection ("vaginal infection"), depression ("depression"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), myocardial infarction ("blood or heart disorder/condition type: heart attach"), nausea ("nausea"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and back pain ("low back pain") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression, bladder disorder, urinary tract disorder, migraine, headache, fatigue, alopecia, myocardial infarction, nausea, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, myocardial infarction, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: there was no indication to plaintiff that the symptoms were related to the essure® device inside her body. Plaintiff currently not planning for essure removal. Concomitant drugs :- nitroglycerin, paroxetine. Lot number:685787 manufacturing date:2009/10 expiration date:2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.